Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level was 600mg/dl. The mother states the customer has been treating high levels with manual injections. The customer's current level is 350mg/dl. Troubleshoot for the high levels was conducted. The customer was advised to monitor the device, and call back if high levels or any issues persist.